Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2022 for a routine pacemaker check to get cardiac clearance in preparation for a procedure. Upon interrogation of the pacemaker, it was noted that the device was exposed to excessive telemetry noise in the year 2020. The device was also at elective replacement indication (eri) in (B)(6) 2021. The physician explanted and replaced the pacemaker. The patient's condition was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. A device evaluation was performed, and no anomaly was found that can contribute to reported event of noise. The reported event of premature discharge of battery was confirmed. As received the device was found with radio frequency (rf) telemetry disabled due to the device reaching elective replacement indication (eri) level. The battery trend data was analyzed and found high current drain noted during implant period of (B)(6) 2020 to (B)(6) 2021 due to 100% increase duty cycle of internal circuitry related to firmware anomaly. Assessment of total projected longevity was performed. Total projected longevity is 10.06 years based on field settings. The implant duration was 4.43 years which does not meet projected longevity and is considered premature battery depletion.

Event description:
New information received stated that the pacemaker exhibited premature battery depletion.